Event description:
The customer reported that she inserted a sensor today. The customer later attempted to remove it, but part of the sensor broke off and stayed underneath her skin. The customer went to her doctor, but nothing was found. The customer stated that she still feels like something is stuck in her skin. And will be going to the emergency room to have an ultra sound done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.